Event description:
It was reported via repair work order that a patient allegedly fell backward in the recliner hitting their leg on a bedside table allegedly due to the back of the recliner being loose. There was patient involvement; however, no adverse consequence or clinically relevant delay in treatment was reported.